Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v333264, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v386595, implanted: (B)(6) 2010, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3550-05, lot # n243723, implanted: (B)(6) 2010, product type accessory; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3550-05, lot # n244450, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported the patient had a stroke about a month prior to this report. Additional information was requested, but was not available as of the date of this report. See also MFR. Report #3004209178-2013-11977.